Event description:
It was reported that during the sigmoidectomy procedure, instrument error was indicated. It would not move, device was locked out. Another like device was used to complete the case. No patient consequences.